Event description:
Additional information reported indicated that the patient had had a lead revision, as well. It was stated that the patient was noncompliant and overdischarged his battery a number of times which was why the doctor replaced it.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type - programmer, patient. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type - extension. Product ID 3888-45, lot# v223083, implanted: (B)(6) 2009, product type - lead. Product ID 3888-45, lot# v324940, implanted: (B)(6) 2009, product type lead. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received indicated that, "apparently, the stimulator was faulty, the battery was drained out and couldn't be recharged." It was stated that rechargeable generator was allowed to discharge completely and was unable to be recharged.

Event description:
It was reported, the patient experienced loss of stimulation, stimulation in the wrong location, and less than 50% therapy relief for his left leg. It was noted the patient was non-compliant with charging his implantable neurostimulator (ins) and it depleted prematurely. The patient's ins was replaced with a non-rechargeable device. It was also noted a second epidural lead was added during the ins replacement to capture the patient's left and right leg pain along with his back and his peripheral leads were disconnected. A follow up report will sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3888-45 lot# v223083, implanted: 2009 (B)(6), product type lead product ID, 3888-45 lot# v324940, implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).